Event description:
The customer reported an elevated troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 1.8 ng/ml was obtained but was not released from the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.23 and 0.48 ng/ml. There was no patient injury associated with this event. The laboratory has a protocol to retest all troponin results greater than 0.5 ng/ml. All of the system parameters, including quality control (qc), calibration, and system checks, were performing within assay and instrument specifications at the time of the event. No sample integrity issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.